Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a replacement of the primary cell implantable pulse generator (ipg) due to receiving the elective replacement indicator (eri) message. The patient was doing well post operatively. The explanted device was disposed of by the medical facility.